Event description:
It was reported that the patient implanted with this left ventricular (lv) lead underwent a lead revision procedure, where this lead was surgically abandoned and a new, non-boston scientific lead was implanted. It was noted the lv lead was non-functional and had been out of service for a while due to high pacing threshold measurements. No additional adverse patient effects were reported outside of the need for an additional surgery to add a new lead. The lead remains in the patient and is unable to be returned for analysis.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.